Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: september 10, 2013. Expiry date: september 01, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procured was an anterior cervical interbody fusion (acif) at c5 - c6.

Manufacturer narrative:
Product investigation summary: the returned device was received disassembled; both the plate and spacer were examined and found to be intact and without identifiable defect. The pair was able to be reassembled and found to form a secure construct as intended. The complaint is confirmed. No definitive root cause was able to be determined; however, the failure mode is typically associated with technique. The zero-p 8mm implant is utilized in the zero-profile (zero-p) stand alone spacer system for anterior cervical interbody fusions. The spacer is composed of two devices - a titanium alloy plate and a peek interbody spacer. The plate/spacer connection is designed to decouple stresses in the plate from the spacer to prevent breakage. If the spacer and plate decouple intra-operatively, they can be reattached so long as the plate/spacer are not damaged. The returned device pair was able to be reassembled and found to form a secure construct as intended. The relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no non-conformance reports or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure mode is typically associated with technique. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an unknown spine procedure, the plate popped off the cage of the implant. Patient was in the room and under anesthesia but device did not come in contact with the patient. Another device was readily available and was used to complete the procedure with no delay and no harm to patient. This is report 1 of 1 for (B)(4).